Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was jammed. The field service engineer confirmed that the issue was resolved in site. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported when using the bd pyxis medstation es system fridge had a jammed drawer. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.